Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "sensor ended" error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as disoriented, hypoglycemic, and reported being unable to self-treat. Customer had contact with a non-healthcare professional third-party (wife) who provided coke as treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer received a "sensor ended" error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as disoriented, hypoglycemic, and reported being unable to self-treat. Customer had contact with a non-healthcare professional third-party (wife) who provided coke as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch , no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 8. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.